Event description:
It was reported difficult deflation was encountered during preparation for a percutaneous transluminal angioplasty of shunt. Another balloon catheter was used to successfully complete the procedure without any pt complications. This device has not been returned for eval. Therefore, no failure analysis is available. User technique may have contributed to this event. However, evaluating the device, the co is unable to determine the cause for this event. The co's directions for use state: "when dilatation has been completed, deflate the balloon by applying suction to the balloon lumen... The larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 20cc syringe is recommended."